Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the no image could not be identified. Therefore, the root cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus 4k autoclavable camera head due to noise being present in the image during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using a similar device with no delays or harm to the patient. During the device evaluation, it was discovered that there was no image being produced at all. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, there was no image found from the camera. If additional information becomes available following the device evaluation, a supplemental report will be filed.